Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous distal lad. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues.the lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered and no excessive force used during delivery. An acute stent thrombosis occurred after 0-24 hours. Patient is alive with no injury.

Manufacturer narrative:
The stent was successfully implanted and fully expanded. Patient was on dapt at time of event. The thrombus was treated with another stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.